Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Size 32 reamer did not properly attach to handle. The surgeon was then forced to use size 36.